Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to a procedure, upon interrogation the device battery longevity calculation showed a gray bar. The gray bar remained 14 days later at a subsequent interrogation. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that the device was received in unopened original shipping package.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.